Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the wake button stopped functioning as intended. During troubleshooting with tandem technical support, the customer confirmed the pump still turned on when plugged into a power source, however, the touchscreen was unresponsive to presses. In addition, it was reported a temperature alarm occurred while the customer was playing basketball. Customer's blood glucose level was 250 mg/dl. Reportedly, the customer had shots as alternate insulin therapy.

Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged wake button issue was verified, the alleged touchscreen was not verified, and the alleged temperature alarm issue was unable to be verified due to a different issue being identified.